Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an upgrade from a competitor's device to this cardiac resynchronization therapy defibrillator (crt-d) the shock lead impedance was 200 ohms with the competitor's rv lead. The connections were rechecked and the shock impedance normalized to the 50 ohm range. Also, the lv lead impedance was about 2500 ohms with both the pacing system analyzer (psa) and this crt-d. A current of injury was noted, and it appeared the lv impedance value had decreased to 2100 later in the procedure. The high impedance was thought to be related to the acute implant. No adverse patient effects were reported. The system remains implanted.